Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced the same day it was implanted. Additional information was received that this lv lead was attempted/implanted, but the decision was made to perform an additional procedure to explant this lv lead and replace with an epicardial lead. No additional adverse patient effects were reported.